Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that no relevant clinical information has been provided to confirm the reported infection. Therefore, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this case will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection.